Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) female patient underwent a primary breast augmentation procedure with an unspecified mentor gel breast prosthesis. Patient reported that she developed capsular contracture (baker grade unknown) in her right breast. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 06/26/2018, mentor received additional information about the event. It was originally reported that the patient underwent explantation on (B)(6) 2018. New information states that the patient will undergo explantation on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).